Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported he lost consciousness and collapsed in his basement. A neighbor found him and phoned the ambulance. The cgm reading was 168 mg/dl but the bg value was 40 mg/dl. He stated that he was given 8 mg of glucose. He did not sustain any injuries from the fall and at the time of the report he was feeling much better. The event occurred the day after the sensor had been inserted. The reported allegation falls within the d zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.